Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: a synergy ous mr 3.50 x 24 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found proximal stent damage. The undamaged crimped stent od (outer diameter) was measured and was within maximum crimped stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. During preparation of a 3.50 x 24 synergy ii drug-eluting stent, it was observed that a strut was deformed. The procedure was completed with a non-bsc stent. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. During preparation of a 3.50 x 24 synergy ii drug-eluting stent, it was observed that a strut was deformed. The procedure was completed with a non-bsc stent. No patient complications were reported and patient's status was stable.